Event description:
A report was received per social media that the patient was having difficulty charging the ipg. It was also noted that the patient's scar tissue was wrapped around the sciatic nerves all the way to the feet. The patient will undergo a surgical procedure.